Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the pump beeped and the display was blank. Caller stated pump did not display an error prior to the display going blank. No adverse event reported. Requested return of the alleged device and replacement was sent.